Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and uterine cancer ("uterine cancer") in an adult female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 1999 and menorrhagia. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea- cramping"), fatigue ("fatigue"), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia-painful sexual intercourse"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), the first episode of weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), the second episode of weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), menstrual disorder ("abnormal periods") and back pain ("back pain/ lower back pain"). In 2014, the patient experienced feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). In 2015, the patient experienced psoriasis ("rashes and dry skin - psoriasis"), eczema ("eczema") and dyspepsia ("heartburn"). In 2016, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced uterine cancer (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with lisinopril, hydrochlorothiazide and surgery (she had partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine cancer, dyspareunia, abdominal distension, hypertension, feeling abnormal, memory impairment, dyspepsia, ovarian cyst and menstrual disorder outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection, nausea, vaginal discharge, depression, mood swings and back pain had resolved, the tooth disorder, fatigue, migraine and the last episode of weight increased was resolving and the psoriasis and eczema had not resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, feeling abnormal, hypertension, memory impairment, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, psoriasis, tooth disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: uterine cancer (diagnosed from pathology report after essure removal in (B)(6) 2017). There were two coils present on the left side and three present on the patient's right side. No gross evidence of polyps, fibroids or malignancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Patient demographics added. Historical condition and treatment drug added. Updated suspect drug indication and lot number. Event severe and permanent injuries was deleted and added events abnormal vaginal bleeding, dental problems, dysmenorrhea- cramping, dyspareunia- painful sexual intercourse, fatigue, recurrent uti, yeast infections, migraines, nausea, severe and persistent pain, rashes and dry skin ¿ psoriasis, eczema, uterine cancer, vaginal discharge, weight gain , bloating, hypertension, depression, mood swings, brain fog / forgetfulness, heartburn and ovarian cyst, back pain. On (B)(6) 2017, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and uterine cancer ("uterine cancer") in an adult female patient who had essure (batch no. 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 1999 and menorrhagia. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea- cramping"), fatigue ("fatigue"), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia-painful sexual intercourse"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), the first episode of weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), the second episode of weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), menstrual disorder ("abnormal periods") and back pain ("back pain/ lower back pain"). In 2014, the patient experienced feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). In 2015, the patient experienced psoriasis ("rashes and dry skin - psoriasis"), eczema ("eczema") and dyspepsia ("heartburn"). In 2016, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced uterine cancer (seriousness criterion medically significant) and ovarian cyst ("ovarian cyst"). The patient was treated with lisinopril, hydrochlorothiazide and surgery (she had partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine cancer, dyspareunia, abdominal distension, hypertension, feeling abnormal, memory impairment, dyspepsia, ovarian cyst and menstrual disorder outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection, nausea, vaginal discharge, depression, mood swings and back pain had resolved, the tooth disorder, fatigue, migraine and the last episode of weight increased was resolving and the psoriasis and eczema had not resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, feeling abnormal, hypertension, memory impairment, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, psoriasis, tooth disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: uterine cancer (diagnosed from pathology report after essure removal in (B)(6) 2017). There were two coils present on the left side and three present on the patient's right side. No gross evidence of polyps, fibroids or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') and uterine cancer ('uterine cancer') in an adult female patient who had essure (batch no: 627076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 1999, menorrhagia, hypertension, kidney stones and abdominal pain lower. Concurrent conditions included uterine bleeding. Concomitant products included fluconazole (diflucan) from 2008 to 2014, ibuprofen (motrin), levonorgestrel (mirena), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet) and sulfamethoxazole;trimethoprim (bactrim) from 2008 to 2014. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea- cramping"), fatigue ("fatigue"), urinary tract infection ("recurrent utis"), dyspareunia ("dyspareunia-painful sexual intercourse"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), depression ("depression"), mood swings ("mood swings"), menstrual disorder ("abnormal periods") and back pain ("back pain/ lower back pain") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2014, the patient experienced feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). In 2015, the patient experienced psoriasis ("rashes and dry skin - psoriasis"), eczema ("eczema") and dyspepsia ("heartburn"). In 2016, the patient experienced hypertension ("hypertension"). On an unknown date, the patient was found to have uterine cancer (seriousness criterion medically significant) and experienced ovarian cyst ("ovarian cyst"), infection ("recurrent infection"), rash ("rashes") and dry skin ("dry skin"). The patient was treated with hydrochlorothiazide, lisinopril and surgery (she had partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine cancer, dyspareunia, abdominal distension, hypertension, feeling abnormal, memory impairment, dyspepsia, ovarian cyst, menstrual disorder, infection, rash and dry skin outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vulvovaginal mycotic infection, nausea, vaginal discharge, depression, mood swings and back pain had resolved, the tooth disorder, fatigue, migraine and the last episode of weight increased was resolving and the psoriasis and eczema had not resolved. The reporter considered abdominal distension, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, feeling abnormal, hypertension, infection, memory impairment, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, psoriasis, rash, tooth disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: uterine cancer (diagnosed from pathology report after essure removal in may-2017). There were two coils present on the left side and three present on the patient's right side. No gross evidence of polyps, fibroids or malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: intraprocedural image demonstrating successful tubal ligation.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs&mr received :- reporter information was added. New event added recurrent infection, dry skin, rashes. Concomitant drugs and medical history was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.